Event description:
It was reported that during use on a patient (age & gender unknown), the circuit pressure dropped and the device alarmed and stopped ventilating. The device was unable to build up pressure afterwards. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.